Manufacturer narrative:
H5. Patient codes: e0743 and e2203 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the patient¿s oxygen issue post implant was due to a pulmonary embolus (pe) the patient developed. The patient had a history of pe¿s. Actions taken to resolve the infection included antibiotics. Actions taken to resolve the device discomfort included positioning and pump decreases for possible explant. It was noted the cause of the patient¿s breathing issues during sleeping included having a history of pe¿s and obesity. It was noted issues were ongoing. Current status of the pump was pump to be decreased and removed. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable infusion pump. It was reported that the pump implant surgery was supposed to be done as an outpatient but she was in hospital for 9 days due to her oxygen levels being low. It was noted that the pump caused a blood stream infection which put the patient in the hospital for 3 weeks. The patient was not happy with how the pump was implanted. The device sticks our and causes pain. The patient wanted to have it removed. The caller also mentioned breathing issues since implant and stated that she had a sleep study performed where she was found to have stopped breathing about 74x while sleeping.